Event description:
During the procedure to apply the device, while the md was inserting the polydirectional screw, the head of the screw broke off. The screw was removed and another screw of the same size was inserted into the existing site. There was no injury to the pt.